Manufacturer narrative:
Continuation of d10: product ID 977a290 lot# serial# (B)(6), implanted: (B)(6) 2013, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient reported their back muscles are in a constant state of spasms. They received trigger point injections that did not work. The next step is to get botox injections into the muscles.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use, during the event include: brand name: vectris surescan, product ID: 977a290 (serial#: (B)(6)), product type: 0200-lead, implant date: (B)(6) 2013. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received, from a patient. Who was implanted with an implantable neurostimulator (ins). It was reported, that about a month or two after implant date. They did a full-body stretch and felt like something popped in their lower back, like an anchor. And the wire had been migrating away from their spine ever since. Patient said, the pain was getting worse over the last year. And when they twist or bend, it was a lot of pain. Patient mentioned, they had gone to doctors and done quite a few x-rays and everything looked intact where the wire attaches to their neck/spine area. They felt like the device still worked and was relieving some of the pain that shoots up their brachial plexus nerve bundle, but the wire was hurting when they move. Patient said, the wire was causing them more pain than the initial issue, they got the ins for. The pain happens, whether ins is on or off. Patient was told to call to set up an appointment with a manufacturer representative (rep). Agent reviewed role of representative and provided patient with national answering service (nas) phone number, for healthcare provider to call if needed, but also offered to email reps in field. The patient was redirected to their health care provider to further address the issue.